Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was depleting rapidly. As per engineering analysis the device appeared to be depleting normally, however the average power was still very high due to previous programming and telemetry usage which should be stabilize within thirty days. To date, the device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was suspected of premature battery depletion (pbd). In addition, the device has been implanted for less than for years and that it has already been exhibiting longevity calculation of less than three months remaining. Boston scientific technical services (ts) discussed that the outputs are higher and longevity calculation shows as programmed device should last up to seven years or so. Data analysis also confirmed that the device is drawing power more than expected. This offset appears consistent over the implant duration and while the cause is not apparent, the device diagnostics other than the power appear normal. Analysis also indicates that it is not clear whether this is normal operation or a hardware malfunction but given the outlier behavior replacement prior to elective replacement indicator (eri) is reasonable. Subsequently, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was depleting rapidly. As per engineering analysis the device appeared to be depleting normally, however the average power was still very high due to previous programming and telemetry usage which should be stabilize within thirty days. To date, the device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was suspected for premature battery depletion (pbd). In addition, the device has been implanted for less than for years and that it has already been exhibiting longevity calculation of less than three months remaining. Boston scientific technical services (ts) discussed that the outputs are higher and longevity calculation shows as programmed device should last up to seven years or so. Data analysis also confirmed that the device is drawing power more than expected. This offset appears consistent over the implant duration and while the cause is not apparent, the device diagnostics other than the power appear normal. Analysis also indicates that it is not clear whether this is normal operation or a hardware malfunction but given the outlier behavior replacement prior to elective replacement indicator (eri) is reasonable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.